Event description:
It was reported that there was a lead fracture. The lead was replaced and it was reported that the patient recovered without sequela.

Manufacturer narrative:
Product ID 3387-40, lot# j0443929v, implanted: 2004-(B)(6), explanted: 2013-(B)(6), product type lead product ID neu_stimboot_acc, product type accessory product ID 64002, lot# n272162, implanted: 2012-(B)(6), product type adapter product ID 37642, serial# (B)(4), product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 748251, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 3387-40, lot# j0443929v. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the lead model 3387-40 serial (B)(4) found broken conductors within 10cm of the connector area. Conductors were broken, stretched, crushed and cut. There were open circuits on the proximal circuit and short circuits on the medial and distal segments. Analysis of the boot accessory model unknown lot unknown found no significant anomaly. The boot was cut.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.